Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 52 mg/dl at the time of incident and treated with carbs blood glucose went up 152 mg/dl. Customer other relevant blood glucose level was 152 mg/dl, 323 mg/dl and 127 mg/dl. Customer was using auto mode feature on insulin pump. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. Customer was alleging that the insulin pump was over delivering. Customer was advised to perform displacement test and test was passed. The insulin pump will be returned for analysis.